Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s order did not arrive after they spoke to the customer support (cs) representative who told them it would be delivered the next day. The cs rep advised the reporter that the rep did order shipping for next day but it was denied at the back end by the billing dept because the full copy of the approval was not received (or scanned.) The reporter stated that the patient was hospitalized for high ketones and abdominal pain and the patient did not have high ketones. The reporter stated that they were using lantus and old settings for the back up plan. The reporter stated that the hcp stated that the ketones and abdominal pain was due to patient being off the pump. This report is being made due to the hospitalization the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.